Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reported being in the kitchen when she lost consciousness. The patient¿s husband was in the bedroom when he heard the patient fall. The patient¿s husband found her unconscious on the floor. The patient hit her head on the kitchen cabinet. The patient¿s husband checked the patient¿s bg meter reading, which was 29 mg/d while the cgm was reading 330 mg/dl. The patient was wearing a tandem insulin pump. The patient regained consciousness on her own, and when able, the patient was given orange juice to drink by her husband. At this point, the patient¿s husband was doing bg meter tests on the patient every 10 minutes. During the next bg meter test, the patient¿s reading was 50 mg/dl, so the patient was given another glass of orange juice to drink. The patient¿s husband also decided to bring the patient to the ER at this time. At the ER, the patient¿s bg meter reading was 65 mg/dl while the cgm was reading 135 mg/dl. The patient had lab work, a CT scan, chest x-ray, and EKG done. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.